Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600mg/dl. Reportedly, customer believed they successfully delivered a bolus; however, customer received an incomplete bolus alert indicating the bolus was not delivered. Tandem technical support educated the customer on the cause for the alert. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.